Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed a failure to deliver shock due to low defibrillation impedance on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.